Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intraperitoneal volume (iipv) event. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 8. The patient's ultrafiltration reading was 1359ml, indicating the home patient (hp) drained 1359ml more than their programmed fill volume of 1500ml. This information meets iipv criteria. Product surveillance left a detailed message with the clinic to notify the nurse of the iipv event that was found during evaluation. No patient injury or medical intervention was reported. No further information is available.